Manufacturer narrative:
The investigation into the thrombus has been completed since the original report was filed. The medical center discarded the impella product at the time of explant and care escalation. No benchtop analysis of the root cause of the thrombus was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the thrombus was most likely the patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 48 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After removal of the device, a clot traveled to the brachial artery. A vascular consult was called and the patient required a cutdown to extract the clot.